Event description:
The clinician reports the implant was inserted (B)(6)2018 in fdi 25. Details of surgery: bone overheating. On (B)(6)2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.